Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient experienced a loss or change of therapy. The patient noticed the implantable neurostimulator (ins) had been off on the day of the call ((B)(6) 2016), but the patient was not sure for how long. The stimulation was turned back on, and the patient was able to feel stimulation. The patient had been sick for one month. The patient had the flu and was in the hospital 3-4 times. It was noted the patient had symptom return for the past month ((B)(6) 2016). The change in therapy/symptoms was noted to be sudden. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.